Event description:
It was reported that this right ventricular (rv) lead was dislodged. The patient was asking if this device system was magnetic resonance conditional and boston scientific technical services (ts) discussed that there was still not magnetic resonance imaging (MRI) compatible system due to abandoned leads, non-conditional leads. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.